Event description:
Healthcare provider reported rupture for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: overweight, a curved opening on posterior, brown particles on gel, and flat creases. A microscopic analysis was performed which identified: a sharp opening with stress marks near of the opening site. This condition was called surgical impact. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as surgical impact.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Healthcare provider reported rupture for the right side. Device was explanted.